Manufacturer narrative:
The customer reported that they have 51 bsm-1700 bed rail hooks where the white protective coating has peeled off. It was reported that without the protective coating on the hooks, the staff has been cutting their fingers and hands when they move the bedside monitor's (bsm) that the hooks are mounted due to sharp edges and steel burs around the edges of the hooks. The customer has sent in 3 of the 51 hooks for evaluation. It has been noted that the customer has been using the purple top sani-cloth wipes to clean the hooks. To resolve the issue, we have sent the customer 3 replacement bed rail hooks to replace the 3 hooks that were sent in for evaluation. Investigation of the 3 hooks determined that the complaint could not be duplicated. It has been confirmed that there is no safety problem by conducting a sharp edge test for metal edge area when coating is removed.

Manufacturer narrative:
The customer reported that they have 51 bsm-1700 bed rail hooks where the white protective coating has peeled off. It was reported that without the protective coating on the hooks, the staff has been cutting their fingers and hands when they move the bedside monitor's that the hooks are mounted to due to sharp edges and steels burs around the edges of the hooks. Customer has sent in 3 of the 51 hooks for evaluation. It has been noted that the customer has been using the purple top sani-cloth wipes to clean the hooks. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they have 51 bsm-1700 bed rail hooks where the white protective coating has peeled off.